Manufacturer narrative:
Report date: 18jan2019. Date received by manufacturer: 17jan2019. The philip's service engineer replaced the flow sensor assembly and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: 26feb2019. Report: 22apr2019. Device code. Correction: the service engineer (se) found the flow and pressure parameters were out of specification and replaced the flow sensor assembly. Additional information was received that at the time of the reported event the patient was placed on an alternate ventilator when the alarm started to sound. A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed and found the data acquisition (da) board and oxygen solenoid valve was disassembled from the gds and not returned. Visual inspection of the gds found no notable conditions. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) on the air flow sensor board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 06dec2018. (B)(4). Additional information was received that the philips service engineer (se) evaluated the unit and confirmed the reported issue. The se ran performance checks and found that the air volume settings were out of tolerance. The se tested the unit with a test lung and no errors were found. Parts have been ordered for unit repair.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. The service engineer (se) inspected the device and could not duplicate the reported issue.

Event description:
It was reported that the ventilator would not alarm. No patient harm reported. The event date was not specified; estimate used.